Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 22feb2021. An investigation was conducted on 18mar2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was connected to a power cord and the power switch was turned to the "on" position. The device was able to be energized. The green indicator light did illuminate and the device provided energy to a reference hemopro device and extension cable. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A functional test was performed on the unit using the ¿vasoview power supply accuracy and power supply operating ranges¿ outlined in equipment calibration procedure for vasoview power supply, mcv00030545, rev b., section 7.1.2 accuracy - a) no load voltage test ¿ requirement: 5.5 vdc +/- .05 vdc step b) low current output test ¿ requirement: 4.0 +/- .05 amps dc step c ) high current output test¿ requirement: 6.0 +/- .05 amps dc. The device passed with no load voltage test: 5.528 vdc (passed), the low current output test: 4.02 amps (passed) and high current output test: 6.02 amps (passed). Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) is not producing any output, working intermittently. Devices were connected as normal but there was no response when hemopro was activated. Cables were switched out without resolution of the issue. A second power source was brought into the or which resolved the issue and the case proceeded to conclusion without further incidents. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) is not producing any output, working intermittently. Devices were connected as normal but there was no response when hemopro was activated. Cables were switched out without resolution of the issue. A second power source was brought into the or which resolved the issue and the case proceeded to conclusion without further incidents. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n(B)(4) is not producing any output, working intermittently . Devices were connected as normal but there was no response when hemopro was activated. Cables were switched out without resolution of the issue. A second power source was brought into the or which resolved the issue and the case proceeded to conclusion without further incidents. The hospital did not report any patient effects.